Event description:
Caller reported damage to the pump housing, impacting the ability to charge the pump, although the pump had not shut down due to this issue. There was no adverse impact to the customer. Reportedly, the customer continued to use pump for insulin therapy. No additional information was provided.